Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated with in the is-1 connector pin. The helix was pulled,stretched and over stressed. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The lead exhibited increased to high threshold values, and a fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.